Event description:
It was reported that the customer called 911 and went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 138 mg/dl and was in diabetic ketoacidosis (dka). Ketone level identified as life threatening by healthcare provider; cause of dka not known. Customer was treated with intravenous fluids of saline, insulin, and anti nausea medication to address the dka. Customer was discharged the next day with the issue resolved and no permanent damage.